Manufacturer narrative:
The troponin t reagent lot number was 72574001, with an expiration date of 30-nov-2024. For the last calibration performed on 15-feb-2024, calibration signals were below expectations. Quality controls recovered within range. The field service engineer found dirt on the tip of the sample probe. The gear pump, pinch valves, and pinch tubing were checked; all were ok. The sample probe was replaced. Precision studies were performed. No further issues occurred after these actions. The investigation is ongoing.

Event description:
The initial reporter stated they received questionably high results for an unspecified number of patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit between (B)(6) 2024. The customer provided an example of one patient sample with discrepant troponin t results. The sample initially resulted in a troponin t value of 6.97 pg/ml. The sample was repeated twice, resulting in troponin t values of 220 pg/ml and 3.42 pg/ml. The sample was repeated on a second analyzer, resulting in a troponin t value of 3.33 pg/ml.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient customer maintenance or insufficient pre-analytic sample handling. The investigation could not identify a product problem.